Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that both high voltage cables had arching. Cleaned and lubricated both high voltage cable sticks and verified proper operation. The system was placed back into service.

Event description:
It was reported that the 9600+ system boots with an error displayed. Charger failed and overload fault. No pt injury reported.